Event description:
In 2007, this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg to repair an infrarenal abdominal aortic aneurysm. It was reported that the trunk-ipsilateral leg component was pushed proximally by the sheath resulting in a distal type I endoleak. The device was explanted immediately. The patient tolerated the procedure well. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.